Manufacturer narrative:
The hill-rom technician found the head pt positioning module sensor strip would not work because it was worn out. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the head pt positioning module sensor strip to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the large bed exit would not work when the pt exited the bed. The bed was located on the second floor at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).